Event description:
It was reported during reprocessing, the thread was protruding/sticking out at the distal end of the bronchofiberscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the event was confirmed. The investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.